Event description:
It was reported to philips that there was anode errors with the allura system. The device was inside of clinical use at the time of the reported event. They had to move the patient to another room. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that x-ray tube was faulty. The fse replaced the x-ray tube which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the procedure, and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had anode errors. Analysis of the log file showed that there was no anode error malfunction. During troubleshooting, the fse identified anode errors. The fse replaced the x-ray tube. After replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.